Manufacturer narrative:
Evaluation completed.

Manufacturer narrative:
Nihon kohden orangemed inc. Will submit a supplemental report if additional information becomes available.

Event description:
It was reported that during patient use, the "home" button became activated and the graphic user interface (gui) touchscreen became non-responsive to touching. The ventilator continued to ventilate the patient. The patient was not affected and placed on another ventilator.